Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, resulting in a loss of glucose readings on the ilet and difficulty pairing, which temporarily disrupted automated glucose management. Symptoms included elevated glucose, with the user reporting higher blood glucose when the ilet stopped receiving sensor data. Outcomes included user-performed corrective action with oral glucose guidance displayed on the ilet at a reading of 280 and restoration of readings after troubleshooting. Investigation included guided troubleshooting and education, including device restart, sensor type toggle between dexcom g6 and g7, waiting for pairing, and a recommendation to check for firmware updates. Investigation of this case revealed a pairing failure limited to the ilet connection with dexcom g7 that resolved after standard connectivity and software checks, consistent with transient bluetooth communication disruption without hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or software-related pairing behavior, user-correctable through standard troubleshooting and updates.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.